Manufacturer narrative:
Patient information now provided from the site.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement camera shipped to site (B)(6) 2017. Medtronic investigation of returned suspect camera finds that, as reported, the amber fault light was flashing when connected to a known good system and powered-up. A check of the event log indicated the bump detector battery voltage was low. Otherwise, the positioning sensor unit (psu) passed an aak test at .26 mm with a passing threshold of .35 mm. Bump detector battery low. Electrical failure. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system camera's amber light was lit and unable to track any instruments. The navigation system was re-booted, however, the issue was not resolved. The navigation system camera continued to show an amber bump light. This issue occurred before registration and before patient incision. A second navigation system was brought in to be used to continue the procedure successfully to completion. Delay in therapy was 10 minutes. There was no impact on patient outcome.